Manufacturer narrative:
Investigation summary: 1 syringe tray with 1 syringe was received with the customer's complaint of foreign matter. The syringe plunger had a red substance present that verified the complaint. The substance was scrapped from syringe plunger and had a grease like composition that was similar to that of machine lubricant. Ftir (fourier transform infrared spectroscopy) analyses was then employed to test for a possible match of this material and the top matches were that of red grease used in manufacturing plant machinery. Root cause of this failure has been traced to an operator omission leading to grease contamination of the syringe plunger before packaging. The manufacturing team has been notified of this failure. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305536, batch # 4033092. It was reported that the bd syringe 0.5ml 27ga 3/8in ib 25 tray 1000 had foreign matter. The following information was provided by the initial reporter: verbatim: mat# 305536, lot# 4033092 red crystalized substance on the actual plunger with in the syringe. No patient involvement. Has the sample to return.